Event description:
The tech alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech replaced the roll pins to the right and left sides that hold the brake pedal linkage to the brake block and replaced brake steer caster to revolve the issue.